Event description:
Altitude alarm 21 was reported on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections as a backup therapy to ensure insulin delivery until a replacement pump, along with updated software, was sent by technical support. The customer was provided storage mode instructions and steps for receiving the replacement pump, and acknowledged the instruction to return the problematic pump.